Manufacturer narrative:
The total psa reagent lot number 86528301 with an expiration date of 31-aug-2026. The cobas e 801 module serial number was (B)(6). The qc was within ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys total psa assay and elecsys free psa assay on a cobas 8000 e 801 module. This medwatch will apply to the free psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the total psa assay. Total psa: initial result: 0.0290 ng/ml. Repeat result: 0.0264 ng/ml. Free psa: initial result: 0.352 ng/ml. Repeat result: 0.351 ng/ml. No questionable results were reported outside the laboratory, as the initial results did not match the patient's clinical presentation. The customer alleged that the free psa results are higher than the total psa results.

Manufacturer narrative:
The calibration and qc for both the total psa and the free psa were acceptable. No sample material was available for investigation. A general reagent problem could be excluded since the qc was within the range. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.